Manufacturer narrative:
(B)(4).

Event description:
The pt could not adjust the stimulation. The device was in a power-on-reset condition and displayed a "call your doctor" icon. The pt was able to bypass the power-on-reset and the stimulation was functioning as intended.